Manufacturer narrative:
This report is for an unknown constructs: tibial nail/ unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: semenistyy, a. Et al. (2019), fixator-assisted nailing of tibial fractures: new surgical technique and presentation of first 30 cases, injury, vol. 50, pages 515-520, (russia). The purpose of this manuscript is to introduce a new surgical technique utilizing a fixator-assisted nailing of tibial fractures and the radiologic results of patients who presented with ¿difficult for nailing¿ tibia fractures. From september 1, 2017 to march 1, 2018, a total of 30 patients (17 males and 13 females) with an average age of 45.9 - 4 years (range: 24 to 70 years) were included in the study. Implants used were utn/ctn tibial nail (depuy synthes, switzerland) in 7 cases, in 11 cases - the expert tibial nail (depuy synthes, switzerland), in 6 cases - trigen knee nail (smith & nephew, USA) and in 6 cases - trigen meta-nail tibial nail (smith & nephew, USA). Ex-fix removal was performed in 19 cases prior to surgery. The following complications were reported as follows: 7 patients had an angular displacement. 4 patients had a displacement in the coronal plane. A residual valgus deformity of 1 degree was observed. 2 patients had a recurvatum deformity of 4 and 1 degrees respectively in the sagittal plane. 1 patient had a combined angular deformity of 4 degrees of varus and 1 degree of procurvatum. 1 patient had a shortening of 0.5 cm. A translation of less than 0.5cm was considered acceptable. 1 patient had deep infection (osteomyelitis). This patient had an open g&a-3b, ao/ota-42c3 fracture. This patient also had extensive anterior cortex bone defect. The patient was treated with nail removal, bone resection and transport with the ilizarov apparatus. 1 patient had a combination of pin-tract and superficial infection of the wound. The patient was successfully treated with local therapy and systemic antibiotics. 2 patients also had pin-tract infections and were successfully treated with systematic antibiotics. Ths report is for the utn/ ctn tibial nail (depuy synthes, switzerland) and the expert tibial nail (depuy synthes, switzerland). This is report 1 of 1 for (B)(4).